Manufacturer narrative:
The customer visually inspected the samples and reported no abnormalities. The field service engineer performed probe cleaning and deproteinization. There were no leaks observed in the tubing and wash dosage pipette. The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. The investigation reviewed the system's alarm trace and there were no abnormal alarms. The investigation confirmed the extra wash cycles were programmed correctly. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and ua2 uric acid ver.2 results for four patients tested on a cobas integra 400 plus analyzer. Prior to patient testing, the customer confirmed that the qc results were within the acceptable range. The initial results were not reported outside the laboratory. The customer performed repeat testing with the same samples. Patient a's initial glucose result was 21.29 mmol/l. Patient a's repeat results were 11.87 mmol/l and 11.78 mmol/l. Patient b's initial uric acid result was 1066 umol/l. Patient b's repeat results were 648 umol/l and 646 umol/l. Patient c's initial glucose result was 28.46 mmol/l. Patient c's repeat glucose results prior to recentrifuging the sample were 15.23 mmol/l and 24.92 mmol/l. Patient c's repeat glucose results after recentrifuging the sample were 15.40 mmol/l, 14.23 mmol/l, and 16.47 mmol/l. Patient d's initial glucose result was 10.05 mmol/l. Patient d's repeat glucose results were 5.23 mmol/l and 5.14 mmol/l. The glucose reagent lot number was 56521001 with an expiration date of 31-oct-2022. The uric acid reagent lot number was 55123901 with an expiration date of 31-may-2022.

Manufacturer narrative:
The investigation reviewed the logtrace files and found the level detection distance varied from the affected first result and the rerun result. The rerun result had acceptable liquid level detection signals. The investigation found several clot messages. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.